Event description:
As reported: "on (B)(6) 2024, the surgery for a left femoral trochanteric fracture using the gamma 4 long nail with u-lag screw was completed without any problems. After that, the load was tolerated gradually, and this week the patient began stair climbing and walking training with a cane. But the patient was in pain, and the pain got stronger day by day, so x-ray examination has been performed and it was found that the lag screw had penetrated the head of the femoral bone. The nail is scheduled to be replaced on (B)(6)."

Manufacturer narrative:
Please note the corrections to d4 gtin, d9, h6 method code and h6 clinical signs codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "on (B)(6) 2024, the surgery for a left femoral trochanteric fracture using the gamma 4 long nail with u-lag screw was completed without any problems. After that, the load was tolerated gradually, and this week the patient began stair climbing and walking training with a cane. But the patient was in pain, and the pain got stronger day by day, so x-ray examination has been performed and it was found that the lag screw had penetrated the head of the femoral bone. The nail is scheduled to be replaced on (B)(6)".